Event description:
Info received that siderail would not latch/lock in up position. No injury reported.

Manufacturer narrative:
Technician found that lower pivot bolt holes would not tighten and allow proper siderail latch and lock in up position. Replaced siderail right weldment to resolve this issue. Empty stretcher in hobbs basement.